Event description:
Patient was undergoing removal of ad-tech depth electrode bolts when two of these fractured during removal, requiring additional operative maneuvers (incision, partial skull thickness bone removal) to achieve complete device extraction under the same anesthetic. Intraoperative xray confirmed retained fragments.